Manufacturer narrative:
Additional information was provided. The roche result of 74.5 pg/ml and the diasorin result of 391.0 pg/ml were from the same sample. The other results were from different samples. The customer stated the discrepant result was reported to the physician in charge of the patient who asked the patient back since the result did not fit to the patient's clinical situation and who did not trust in this result. No action was performed based on this result. The patient was not adversely affected and is well but still under control of the physician in charge.

Event description:
The customer alleged they received questionable parathyroid hormone (pth) results for one patient. Information on the analyzer used for testing was requested but not provided. The customer stated that a patient's serum sample was measured in comparison with the elecsys method and diasorin liaison n-tact pth ii method and the result for the diasorin method are a higher by a factor of ten than the elecsys method. The customer provided the following information. On (B)(6) 2013, the patient's pth result from the diasorin method was 602.0 pg/ml. On (B)(6) 2013, the patient's pth result from the diasorin method was 417.0 pg/ml. On (B)(6) 2013, the patient's pth result from the diasorin method was 402.0 pg/ml. On (B)(6) 2013, the patient's pth result from the elecsys method was 103.0 pg/ml. On (B)(6) 2013, the patient's pth result from the diasorin method was 845.0 pg/ml. On (B)(6) 2013, the patient's pth result from the elecsys method was 37.0 pg/ml. On (B)(6) 2013, the patient's pth result from the elecsys method was 95.0 pg/ml. On (B)(6) 2013, the patient's pth result from the elecsys method was 55.0 pg/ml. On (B)(6) 2014, the patient's pth result from the diasorin method was 662.0 pg/ml. On 01/22/2014, the patient's pth result from the elecsys method was 66.0 pg/ml. On (B)(6) 2014, the patient's pth result from the elecsys method was 74.5 pg/ml. On (B)(6) 2014, the patient's pth result from the diasorin method was 391.0 pg/ml. Information on whether any of the results came from the same sample draws was requested but not provided. Information on whether any results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. The patient's samples were not available for investigation. The provided quality control data indicate issues some days, the magnitude of the quality control variations is much smaller than the difference in the patient results measure on the two different methods.

Manufacturer narrative:
This event occurred in (B)(6).